Event description:
On (B)(6) - the dealer stated that the tdxsiv-hd-s power chair tire came off the rim. There was no reported patient injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdxsiv-hd-s, serial number/date (B)(4) is approximately two month old. The owner's manual part number 1154294 rev. H (jun-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.